Event description:
No additional information provided.

Manufacturer narrative:
Foreign matter a detailed analysis of the batch history was conducted, including verification of quality notifications and maintenance records. During this analysis, no records were found that could potentially be related to the identified defect. In the evaluation of the photos, it was possible to confirm the presence of foreign material in the needle. However, we could not determine what the foreign material is and the root cause of the incident. According to the fmea (failure modes and effects analysis), a possible cause for the incident is inadequate equipment cleaning. Considering that this is the first complaint regarding this batch and that it does not exceed the established limit for acceptable quality notification (aql), in addition to having maintenance orders indicating the correction of defects, the identified incident will be monitored for future trend evaluation. The cleaning procedures and the training of the responsible team were reviewed to minimize the recurrence of similar incidents. Continued monitoring will allow for a more in-depth analysis and identification of any patterns that may arise. Completed -(B)(6) 2024.

Event description:
It was reported that the bd needle 18ga 1in blunt fill sla had foreign matter. The following information was provided by the initial reporter translated form portuguese to english: the customer reports that he found the product packaging open and with dirt on the tip.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.